Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt displayed service code 204: belt/monitor unusable. The cause for the failure was isolated to a defective distribution node pca. The root cause for the defective pca could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reporte that a patient was experiencing frequent gong alarms.